Manufacturer narrative:
E1: patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(4). It was reported that patient faced an issue with infusion set occlusion at the infusion set site. No further information available.